Event description:
Review of the article "two-year outcomes of goniotomy after failed surgery for glaucoma: a multicenter study" from the journal american academy of ophthalmology noted "1 patient with xen gel implant in unknown eye underwent goniotomy."

Manufacturer narrative:
Article citation: lin, fengbin, et al. ¿two-year outcomes of goniotomy following failed surgery for glaucoma: a multicenter study.¿ ophthalmology science, 1 aug. 2025, pp. 100922¿100922, www.ophthalmologyscience.org/article/s2666-9145(25)00220-9/fulltext, https://doi.org/10.1016/j.xops.2025.100922. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.